Event description:
Hcp reports that following a catheter revision the drug concentration instilled into the pump was too high and needed to be decreased. The physician aspirated all drug from the catheter access post. He was unaware that he was not aspirating the drug from the pump tubing. A priming bolus was then programmed and the pt experienced respiratory depression. The pt was then hospitalized. The physician is now treating the pt per procedure. A follow up report will be sent if add'l info is received.